Manufacturer narrative:
The serial number of the c701 analyzer is (B)(6). The sample from patient 1 was tested using creatinine reagent lot 916764. Samples from patients 2 and 3 were tested using creatinine reagent lot 930030. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable high results for samples from three patients tested with creatinine plus ver.2 on a cobas 8000 c 701 module. The results were not consistent with previous results of the patients. Patient 1: a sample from patient 1 was tested on the analyzer, resulting in creatinine values of "around 250" umol/l and 272 umol/l. The sample was repeated, resulting in a value of 334.00 umol/l. The results were not consistent with the patient's previous values, which were lower. Patient 2: a sample from patient 2 was tested on the analyzer, resulting in creatinine values of 231.00 umol/l, 266.00 umol/l, and 231.00 umol/l on (B)(6) 2026. For patients 1 and 2, the patients were sent to the hospital. At the hospital, new samples were collected from the patients and creatinine results from these samples were consistent with the known history of the patients. The ne sample from patient 2 resulted in a value of "around 70" umol/l. Patient 3: a sample collected from patient 3 was tested on the analyzer and resulted in creatinine values of 243.00 umol/l and 260.00 umol/l on 02-feb-2026. A second sample collected from the patient on (B)(6) 2026 and tested on a second analyzer, resulted in a creatinine value of 94.00 umol/l.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be excluded. Overall instrument status appeared to be acceptable based on performance testing. A review of alarm trace data showed a high number of abnormal aspiration alarms, indicating pre-analytic sample handling issues. An interference with the assay is unlikely as three separate patients would be affected at the same time. The field service engineer found punctured wash station tubing. The tubing was replaced. The mixer was checked and was ok. The gear pump head was replaced and adjusted. The heat cut filter was replaced. The cuvette rinse volume was adjusted. Cell blank and controls were acceptable. No additional issues were reported after these actions. The investigation determined the issue is consistent with multiple hardware issues in combination with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.